Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device yet to be returned.

Event description:
It was alleged that a patient's right femoral precise nail appeared to not be lengthening. The physician revised the precice nail, and a new nail was implanted without incident.